Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the scope's image was foggy and the hospital could not get a clear image. The surgeon chose to complete the procedure by converting to an open leg procedure. No other patient complications were reported by the hospital as a result.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.